Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va23sls, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had not had benefit from the stimulator. She tried increasing to 8.5 on each program and still did not feel stimulation. No further complications were reported at this time. Additional information was received 2020-jul-31 from a manufacturer representative (rep). The rep reported that the lead that was implanted (B)(6) 2020 was replaced on (B)(6) 2020.